Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect. She normally would feel a "buzz" sensation. During one of her coughing attacks, she felt a "sharp stab" down her back. It was an "excruciating pain" that she experienced down her spinal column. She was not doing well. She could not feel stimulation even after increasing it and changing groups. Further information is being requested from the hcp.